Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having an issue with the insulin pump. The customer also reported that they had a high blood glucose level of 563 mg/dl. The customer treated the high blood glucose with an insulin pen. They checked their blood glucose level and it went down to 389 mg/dl. They tried to treat with the insulin pump. The customer's current blood glucose level was 406 mg/dl. The customer checked the insulin pump by doing a bolus in the air but nothing came out and device was making a clicking sound. Troubleshooting was performed and insulin was able to exit without incident. The customer was advised that the insulin pump was functioning as designed. The device will not return for analysis.